Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device would not hold the smallest k-wire, the slide sleeve would not move into 0.6mm position; lever is loose due to corrosion and some of the device components were corroded . Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to use of improper cleaning methods. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy surgical procedure on a canine, it was observed that the quick coupling device would not hold the pins. There was a two minute delay in the surgical procedure due to the event. The procedure was completed successfully using a different, unspecified device. There was no patient involvement as this was a veterinary surgery. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.